Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The touchpad was analyzed, and the reported failure could not be reproduced. However, the error was confirmed via error logs/system logs. The unit was installed onto the printed circuit assembly (pca) test system. Upon system start up, no error was found. The tech pressed every button on the touchpad but still no error was found. The tech ran power cycle 10 times and the unit did not show any errors. They also did a full touchpad calibration and the touchpad passed. They checked the hospital logs and error 319 showed up 2 times.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the nurse called the intuitive surgical, inc. (Isi) technical service engineer (tse) and stated that the system shutdown. The tse asked the nurse to perform a hard reset. The surgeon used the camera to visualize the arm as they removed the needle being held by the instrument. The tse reviewed the logs and didn't see any errors related to shut down but did see universal surgical manipulator (usm) 2 gravity compensation was out of calibration. The needle was successfully removed. The surgeon started to convert to laparoscopic. The nurse had to work to get the patient side cart (psc) away from the patient and then the sterile stowed. The tse had the nurse hard reset the system but an error 319 popped up related to the psc touch pad controller (ptpc) in the psc touchpad. Subsequent hard resets resulted in the same 319 error. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6)2023 during a benign hysterectomy procedure. The surgeon had accidentally hit the off button twice leading to the system shutdown. When the nurse was on the phone with the technical support engineer (tse), they had the nurse reboot the system, but when it powered on there was an error on the screen. There were no additional ports placed nor existing ports enlarged for the conversion to laparoscopic surgery. There was no patient injury. Patient demographic information was not provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the issue with system shutdown during the procedure, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the hard 319 errors coming from the patient side cart (psc) touch pad controller (ptpc) in the touchpad. The fse replaced the touchpad on the psc to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the touchpad unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted after the failure analysis has been completed.